Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator is rebooting, the ac led goes out at power on, and there is an external power interrupted inop. There was reportedly no adverse patient impact.

Manufacturer narrative:
.